Event description:
The email received for the sapphire study indicated that, approximately one day post index procedure, the patient experienced a sudden onset of cranial nerve palsy with left hemiparesis. There was no treatment given. The event is ongoing. The patient was transferred to rehab. He still has hemiparesis. There were no other neurological symptoms.

Manufacturer narrative:
A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing process that can be related to the reported complaint. Cranial nerve palsy, while not specifically mentioned in the IFU (instructions for use), is associated with ischemia/infarction of the cranial blood vessels that is a known potential adverse event associated with carotid stent implantation. The blood supply to these cranial nerves is from branches off the basilar artery in the brain stem and from branches of the internal and external carotid artery once they leave the brain stem. The vith nerve (abducens) activates the lateral rectus muscle, which moves the eye out (away from the nose). The ivth nerve (trochlear) goes into the superior oblique muscle (which moves the eye down when it is in toward the nose). The iiird nerve (oculomotor) sends branches to the inferior (moves the eye down), superior (moves the eye up), and medial (moves the eye toward the nose) rectus, and the inferior oblique muscles. The iiird nerve also sends signals to the pupil (to make it smaller) and to the eyelid (to hold it up). Interruption of the blood supply to one of the cranial nerves causes it not to work. The patient is usually aware of combined vertical and side to side double vision, although, there may be no double vision at all, since the lid droops and may block the second image. In the case of microvascular interruption, this may occur due to blockage of small arteries related to debris flowing distally from the target lesion site. The affected vessels usually supply the nerves between the brain stem and the muscles within the eye socket. Occasionally, there may be a problem of blood flow to the nerves within the substance of the brain stem. Associated with the blocked vessel there is often a decrease in the blood flow to the covering of the brain (the dura). This decrease in blood flow can also produce pain that is felt around the eye. There is no evidence of manufacturing or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. In this case, the vessel was very tortuous and two distal protection devices could not be effectively delivered to the area. This was a restenotic lesion that may have had a large amount of potential debris. Review of the information suggests that lesion, vessel and procedural issues may have contributed to the reported event.